Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient went to the emergency room due to discomfort and severe skin irritation from the dressing at the lead site. Symptoms were redness which was likely caused from mastisol used and minimal drainage noted from the lead site. The patient was given intravenous antibiotics and toradol injection for discomfort. Computerized tomography (CT) scan was taken and revealed negative. Nothing during procedure to suggest reason for infection. The patient's symptoms were subsided and were doing well after antibiotic treatment. No further course of action needed at this time.